Manufacturer narrative:
The device is subject to the aveir unexpected and inadvertent mode change action issued by abbott on 03 april 2024.

Event description:
It was reported that the device was in unexpected MRI mode during an in-clinic follow-up. Abbott technical support was contacted, and the device firmware was reloaded to resolve the event. The patient was in stable condition.

Manufacturer narrative:
It was reported that the fast path summary indicated the device was in MRI mode. The provided information was reviewed by abbott engineering, and it was confirmed that an inappropriate mode change to MRI mode occurred, with evidence consistent with a root cause of the lp interpreting emi as a false-positive telemetry command to change mode. This device is included in the aveir unexpected and inadvertent mode change action issued by abbott on 03 april 2024.